Event description:
It was reported the pt experiences a discharge from the ipg incision site. The pt was prescribed antibiotics. The pt was seen by the physician five days later. The ipg site has no drainage or redness and pt does not have a fever. The physician prescribed another round of antibiotics but does not feel the site is infected. The physician believes the ipg may be impinging on a nerve causing the burning sensation. Surgical intervention may be taken to resolve the issue.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.